Event description:
During an atrial fibrillation procedure there were error and noise issues which caused the procedure to be cancelled. While using claris and non-abbott (carto) systems, there was a "command packet contained incorrect parameter" error message. The error was cleared, but the surface ECG signals were blue. Right leg patch was on the patient and was replaced but the issue did not resolve. ECG cables were replaced and the recordconnect was replaced. The ECG cable was connected directly to claris amplifier and the notch filter was set to 60hz. Attempted to reset the mp but the issue did not resolve. The case was abandoned with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.